Event description:
A pump declared an altitude alarm, prompting the customer's insulin to suspend, although their blood glucose level did not exceed 500 mg/dl. Technical support guided the customer to clean the speaker holes and address the cartridge connection, allowing the customer to resume insulin after ten minutes of troubleshooting steps. The pump returned to normal operation without the alarm recurring, and tips for preventing future altitude alarms were provided to the customer.